Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including air leak testing (2 bar), and a leak was observed at the level of the replacement line post pump. The replacement line post pump was perforated in the y connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the replacement line of the prismaflex m100 set during prime. There was no patient involvement. No additional information is available.